Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the distal wedge trial screw sheared off and part of it was still in the lgn ox constrain fem trl 3 lt. As this happened in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The screw is sheared off into the device, rendering it inoperative. Complaint history review could not be conducted, as part and batch information for the screw is not available. Due to the lack of part and batch information, an analysis of the complaint history review, production records, risks assessments, historical escalated cases and instructions for use could not be conducted. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. D4: part and lot # were updated.